Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. Upon investigation the battery charger/modem was unable to charge a battery. The cause for the failure was isolated to a defective u13 cmos flash microcontroller on the charger bedside board. The root cause for the defective u13 component could not be positively identified. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.

Event description:
While investigation a (B)(6) female patient's battery charger for an unrelated issue, a reportable problem was discovered. Battery charger/modem sn (B)(4) was producing battery charging faults. The patient was issued a replacement battery charger/modem.